Event description:
The patient had discomfort at the pump site. The pump was implanted in the patient¿s left anterior abdomen. The incision was well-healed. The pump¿s lateral corner did protrude slightly and was palpable through her skin. The device system was explanted. The event was noted to be related to the device or therapy; it was not related to the implant procedure. The severity of the event was noted to be ¿mild¿. The event outcome was reported as ¿resolved without sequelae¿ with a resolved date of (B)(6) 2015. The device system was delivering hydromorphone.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4). Product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013. Explanted: (B)(6) 2015. Product type: catheter. (B)(4).